Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. After transeptal crossing with versacross connect and insertion of farawave nav catheter, during aspiration of catheter in sheath proximal shaft air bubbles could be observed coming into syringe but not from distal sheath. A new sheath was opened to replace and complete procedure with no issues. The device is not expected to be returned as it was disposed.